Manufacturer narrative:
(B)(4).

Event description:
Additional information received later noted that the pump was twisted on axis that tangled the catheter and fractured it. Patient outcome was noted as no injury.

Event description:
It was reported that the patient experienced return of symptoms. The patient's keeps going up with no therapeutic effect. The reservoir volumes 'have been off at refill'. During revision surgery on the day of the report, it was noted that the catheter was all "knotted up" in the pocket and a hole was discovered during the intra-op dye study. The health care provider planned to splice the catheter after trimming the catheter of its kinks and hole at the pump pocket site. The pump contained morphine.

Manufacturer narrative:
Catheter model #: 8709sc, lot#: n279762015, implanted: (B)(6) 2011, explanted: unk; catheter model #: 8596sc, lot#: n252367004, implanted: (B)(6) 2011, explanted: unk.